Manufacturer narrative:
Manufacturing site: manufacturing site could not be determined because the product lot number information was not available. Attempt was made to gather thorough event information during complaint processing; the physician commented that entrapment of the subject guide wire was related to long duration of the procedure. The patient had been fine after the pci. Device evaluation could not be performed because the subject device was not returned. Investigation of the production record could not be performed because lot information was unavailable. Based on the obtained information, it was presumed that stress exceeding the product design limit was inadvertently applied to the subject guide wire during an attempt to cross the heavily calcified cto lesion. The excess stress led the guide wire to be deformed and became trapped in the lesion. Although the device investigation and lot history review could not be conducted, since all the shipped products were inspected in the production process for meeting the product specifications and release criteria, there was no indication of product deficiency. Unplanned remedial action was taken to release the guide wire with a rotablator and wire fragment(s) could possibly be left in the anatomy as the device was not returned; therefore, this case was concluded as serious injury. Instructions for use states: [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; and, [malfunction and adverse effects] removal difficulty of guide wire.

Event description:
It was reported that the subject guide wire became stuck in a heavily calcified cto lesion in the rca #3 during a pci when it crossed the lesion with difficulty and with a concomitant support catheter. A rotablator was used to break the stuck guide wire into fragments and to release it from the lesion. A new guide wire was replaced to continue the pci. The procedure went successful with reestablished blood flow by stenting.

Manufacturer narrative:
Asahi intecc has determined that the date recorded in "date of this report" was erroneously reported as the date the report was submitted rather than the date the initial reporter provided the information about the event to the company. Corrective action has been taken to clarify which date should be provided in the report. This supplemental report is intended only to correct the date provided to reflect the date the initial reporter provided the information about the event to the company.